Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found the helix was stretched and tissue was entwined in it. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was able to confirm the helix and dislodgement observations, however, laboratory analysis did not identify any lead characteristics that could have caused or contributed to the loss of capture or sensing issues.

Event description:
It was reported that this patient experienced a syncopal episode. Upon evaluation of the system, the right ventricular (rv) lead was not capturing or sensing. An x-ray was performed and the rv lead had dislodged. A revision procedure was performed. The physician attempted to reposition the lead, however, the helix mechanism would not retract. The rv lead was explanted and replaced. No additional adverse patient effects were reported.